Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer reported a blood glucose level of 268 mg/dl, which was addressed with a correction bolus via the insulin pump. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.